Manufacturer narrative:
Product complaint # (B)(4). One detached needle and one dispensed suture of product code sxpp1a403, lot mck652 were received for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. The reported complaint was observed. The information is compiled monitored and reviewed on a routine basis for any associated trends.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mck652 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. It was reported that the problem of pulling off suture needle happened when the pin holder clamped the needle to sew during surgery. Another like suture was used to complete the surgery. There were no patient consequences reported.